Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred when the machine was in service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2017 and no similar complaint has been reported before, nor a concerning trend has been identified. The stirrer motor had been previously replaced in 2020 due to noise issue. Based on the collected information, it cannot be ruled out that the most likely root cause of the reported event is a jammed stirrer motor due to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.